Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had lost her sensor. The customer's blood glucose level was 25 mg/dl. The customer stated that he had a low blood glucose due to not having a sensor. The customer was offered troubleshoot but decline. No further information was reported.